Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd pegasus yel 24gax0.75in qsyte-capy nopvc had foreign matter the following information was provided by the initial reporter; there is a foreign body in the indwelling needle.

Event description:
No additional information provided.

Manufacturer narrative:
1. DHR/bhr review: (1) the batch number of the complained product is 3136529, is 24g and product code is 383718, produced on 2023/06, with a total of (B)(4) pieces in this batch; (2) inspection process inspection and delivery inspection report, the test results meet the product standards, no abnormality; (3) check the production records for this batch of products that there are no nonconformities, deviations or rework activities in the process of this batch of products; 2. The customer did not return any samples or photos, can not confirm the specific situation of the foreign matter; 3.take the retained samples 30pcs do the inspection, and no abnormalities were found. The inspection report is attached as attachment 1; 4.the history of customer complaints for the same batch of products has been reviewed, and no complaints of the same defects have been found. In summary, the customer did not return any samples or photos, can not confirm the specific situation of the foreign matter, the root cause of the complaint defect cannot be confirmed, and the factory will continue to pay attention to and monitor the trend of the defect complaint.